Event description:
This spontaneous medical device incident report, from a customer in USA involves a cylinder linde integrated valve, liv2. No patients were involved. When to use the cylinder, it was found that the cylinder was empty and that nothing came out. The gauge showed full. There were no obvious damage to the outside of the device (guard and cylinder). Device awaiting investigation by a lifegas plant qualified to evaluate. Details of the cylinder involved: product: liv 2,000 psi. Ceodeux lot number: 201209 35. Ceodeux s/n: (B)(4). Additional information is expected.

Manufacturer narrative:
Device event, no patient harm, cylinder expected to be full did not deliver gas. Valve under investigation.